Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that there was damage to the aiming arm. The proximal recon screw was placed through the nail. When the distal recon screw was placed through the aiming arm it missed the nail. The distal recon screw was removed and replaced with a transverse static screw. There was a surgical delay of 45 minutes. Concomitant devices: aim-arm f/lfn. (Part# 03.010.097, lot# unknown, quantity# 1), unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unk - screws: trauma. This is report 2 of 2 for (B)(4).